Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device was tested using a test battery by bench handling and power cycling, but the reported problem was not observed. No batteries were returned for evaluation. During the evaluation, the on/off button was observed to be difficult to actuate. The front enclosure was replaced as precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.